Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The patient was revised on (B)(6) 2021 for a dislocation. The date of first surgery is unknown. No information on the product explanted. No implanted product (critical patient bone condition).